Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2017. Concomitant medical products: nexgen femoral component for cemented use only size e left, catalog #: 00599401591, lot #: 61613136; heraeus medical palacos rg 1x40 single, catalog #: 00111314001, lot #: 70884240; heraeus medical palacos rg 1x40 single, catalog #: 00111314001, lot #: 70874239; heraeus medical palacos rg 1x40 single, catalog #: 00111314001, lot #: 70664238; nexgen tibial component stemmed precoat, catalog #: 00598003702, lot #: 61639929; nexgen stem extension straight 15mm dia x 30mm length catalog #: 00598801215, lot #: 61639929; unk bearing. Reported event was confirmed by review of x-rays provided. Review of the xrasy noted lucency between both bone cement interfaces .the reviews of quality record showed that the batches were prepared in accordance with the requirements of our quality management system and all quality control tests have been passed successful. Based on the knowledge and information provided to us, we cannot establish a product deficiency. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a revision of the articular surface last year, the patient is experiencing further unknown complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.